Manufacturer narrative:
Unit received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 298 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer was able to clear the alarm successfully. Customer also stated that they were able to rewind the insulin pump. Customer reported that the drive support cap appeared to be normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.